Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experienced a drawer failed to recover and states a message "requires maintenance". The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the all medcart drawers were failed. A field service engineer disconnected all medcart drawers and reconnected it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.